Manufacturer narrative:
The controller, (B)(4), was returned for evaluation. The battery, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4)'s manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the battery was not performed since the unit was not returned. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). During the critical battery alarms, the battery dropped to values of 2%, 6% and 8% relative state of charge (rsoc). Typical communication errors will drop the rsoc to 0% rsoc. Data logs were submitted; the data file, however, does not cover the reported event date. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method where by the oldest data point is deleted to allow the newest data point to be recorded. The most likely root cause of the reported event can be attributed to an estimation error and/or a battery malfunction ion which resulted in the battery's capacity to drop below 10% rsoc, triggering a critical battery alarm. The controller, (B)(4), in use during the event did not have the smr upgrade. Battery / (B)(4) / cat#1650de / exp. Date: 2016-09-30. Device available for evaluation: no. Device not returned to manufacturer. Mfg. Date: 2015-09-30, labeled for single use: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that there was a "critical battery" alarm on the controller. The patient did not report power switching. The controller was subsequently exchanged with no reported consequence or impact to the patient. The issue resolved with the replacement device. No further information has been provided.